Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. Pace impedance measurements of less than 200 ohms were observed. Boston scientific technical services (ts) discussed troubleshooting options with the field representative to discuss with the cardiologist. The lead remains in service. No adverse patient effects were reported.